Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that one grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it was not damaged. Cable segment was sticking out at wrist. Other cables at wrist were not damaged. Additional observation not reported by site was distal pulley damage. The distal pulley surface exhibited scratch marks. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during cleaning and sterilization, the customer noted a separated wire near the tip of the large suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.